Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a conclusive cause for the reported unintended movement could not be determined in this incident. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip failed to establish final arm angle (efaa). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The steerable guide catheter (sgc) was inserted however failed to cross the fossa therefore the sgc was removed. Dilatation was performed and the sgc was able to be readvanced without issue. The clip delivery system (cds) was advanced and grasping attempted. After several attempts the clip was placed. While establishing final arm angle (efaa), the clip opened. Troubleshooting was performed and efaa tested again twice however the clip opened, therefore, the clip was not deployed and the cds was removed. Another clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.